Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that alarm was received while at the beach. Customer's blood glucose was 249 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.